Event description:
During preparation for a cardiopulmonary bypass procedure, the user observed that the battery life indicator was not functioning. There were no adverse consequences to the pt as a result of this event.